Event description:
The patient reported frayed wires of the power cord. The cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The caused of the event could not be determined.